Manufacturer narrative:
(B)(4).

Event description:
Procedure type: hemorrhoidectomy. According to the reporter: the staple formed partially and serious bleeding occurred. About 80% of the staples didn't form the "b" shape (from 7 o'clock to 5 o'clock). Manual suture was applied for bleeding control and the operative time was delayed about an hour. Purse string suture staple applied correctly. There was no unanticipated tissue loss. There was no bleeding reported in excess of 500cc. No reinforcement material used in conjunction with the stapling device.